Manufacturer narrative:
A2: value is the average age of the patient cohort. A3a: value is the majority of the patient cohort. G4: PMA value missing as model and lot number unknown. Literature article is included in the attachments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Choi, h. W., jee, t. K., lee, y. W., yeon, j. Y., jeon, p., kim, j.-s., <(>&<)> kim, k. H. (2025). Utilizing the ascending pharyngeal artery for onyx embolization in cranial dural arteriovenous fistulas¿: a retrospective analysis. Journal of korean neurosurgical society, 68(4), 415¿424. Https://doi.org/10.3340/jkns.2024.0168 literature was reviewed regarding a retrospective study evaluating the experience with transarterial embolization (tae) of dural arteriovenous fistulas (davfs) using the ascending pharyngeal artery (apa) on 11 patients. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: onyx and echelon 10. No deaths occurred in the study population. Among all medtronic devices, patients adverse events / device product performance issues included: residual shunt without cortical venous reflux, residual shunt with cortical venous reflux, cranial nerve palsy, facial nerve palsy, hypoglossal nerve palsy, and tongue deviation/discomfort. Cranial nerve palsies occurred immediately after the procedure; both the hypoglossal and facial nerve palsies showed partial improvement over a 4¿6 months period but did not fully resolve. In one case, onyx migration to the ica occurred during embolization through the pharyngeal branch of the apa in a patient with tentorial davf. A balloon guiding catheter was used instead of a 5 fr guiding catheter to compromise ica flow. Deployment of an expandable stent (enterprise stent) stabilized the onyx column. Eca angiography showed complete occlusion of the davf and no neurological deficit occurred. No further information was prov ided pertaining to medtronic products.